Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep was not able to reproduce the problem. He checked the high voltage cable and interconnect cable for video issues. No problem was found. The rep asked the customer to please save the image to give a better troubleshooting help if the problem happens again. He replaced the flouro functions board for most likely cause of collimator coning down by itself. The system operated as intended.

Event description:
The customer reported that the collimator coned down and it appeared that the system went into subtraction mode. No patients were injured.